Manufacturer narrative:
The reported field event of dislodgement, drop in sensing, and a capture anomaly was confirmed in the laboratory due to review of session records. Analysis of the records showed ventricular safety pacing and that the atrial pulse caused ventricular capture which is consistent with dislodgement. The lead was tested in the laboratory and no anomalies were found. The cause of the reported event remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for unrelated issues. Upon interrogation, the right atrial lead exhibited a drop in sensing. It was also noted that the atrial pulse caused ventricular capture. X-ray revealed that the lead had dislodged into the right ventricle. No device intervention was performed. Patient was asymptomatic.

Event description:
New information received noted that the right atrial lead was explanted and replaced on (B)(6) 2018. No further information available regarding patient condition.